Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "the product looks to be falling down the face" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheeks and tear troughs with an unspecified amount of juvéderm volbella® xc and an unspecified amount of juvéderm voluma® xc. The patient was injected one day and then again the following day. At an unspecified time later, ¿the product looks to be falling down the face.¿ it was noticed to be worse 4 days after injection. The injector later confirmed injecting the patient with 1cc of juvéderm volbella® xc in the tear trough and lower orbital rim, and an unspecified quantity of juvéderm voluma® xc in the zygoma, anteromedial, and submalar. The event occurred one months after injection. The patient was treated with .6 cc of hyaluronidase 9 days later. The symptoms fully resolved 2 weeks later. This is the same event and the same patient reported under MDR ID #3005113652-2019-00101(allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma® xc., also a device manufactured by allergan.